Manufacturer narrative:
Investigation results: continuity measurements between the connector and each of the bisector elements were within specifications. A saline-soaked gauze pad was wedged between the bisector elements and power was applied to the device. While the elements steamed and sputtered, the bisector power cord was pulled to test for any intermittent connections in the internal wiring. The device was operating correctly. The handle of the device was opened and the solder sleeves (connecting the bisector elements to the power cord) were checked and found to be good solder joints. The reported failure was no confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to his failure mode.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector's cutter was not cauterizing. The harvester did observe smoke, as expected, and it appeared that energy was being delivered but he could not get the device to cauterize the branch. The staff tried three different bovie machines, three different bovie foot pedals, three different bipolar cords and four different kits. A fifth replacement unit was used to complete the procedure. The hospital did not report any patient complications. This report is for the third device.